Event description:
It was reported that during a thoracic procedure, the note states ''defective device, would not open.'' The rn is not even sure if the device was ever used on the patient. No other details are available. It is unknown how the procedure was completed. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 04/02/2012. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the procedure? On what tissue type was the device used? At what location on the tissue? Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? On which firing(s) did this event occur (1st, 2nd, 12th, etc)? Which stroke did the event occur? What color cartridge was being use? What other color cartridges were used before and after this event? Was buttressing material utilized? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? Is there any other additional information you would like to share about this device or procedure? The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.